Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have experienced the f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. "This is an ancillary service event opened during preventative maintenance." The root cause of the f-38 alarm was determined to be damage to the right force sensing resistor. "To correct the condition, the right force sensing resistor was replaced." If any additional relevant information is received, a follow up MDR will be sent.